Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% at 7:21am on (B)(6) to 10% at 1:15pm on (B)(6). The customer's blood glucose level was 115 mg/dl. Reportedly, the continued using the pump for insulin therapy.